Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed an inop etco2 calibration overdue message. The philips remote service engineer provided information to the customer on how to calibrate including information for replacement etco2 module. There was no patient involvement.

Event description:
It was reported to philips the device showed an inop etco2 calibration overdue message. The philips remote service engineer (rse) provided information to the customer on how to calibrate. The rse also provided information regarding replacement of the etco2 module if the device did not pass calibration. Multiple requests were sent asking the customer if calibration was successfully performed (resolving the issue), or if the etco2 module needed to be replaced. The customer did not respond to multiple requests regarding the resolution. No conclusion can be drawn. The device remains with the customer.

Manufacturer narrative:
H3 other text : no response from customer.